Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted ccw, consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l4-s1 for the treatment of lumbar herniated nucleus pulposus. Intra-op, during adjustment of set screw, the tip of the t25 obturator broke off. The piece was retrieved and removed from the patient and there were no patient complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.